Event description:
Surgeon using electrocautery #3 to cauterize bleeder; he suddenly jumped back and stated the machine had burned him. He had on 2 pairs of gloves. Electrocautery lip burned almost in half. Machine settings cut 183, coag 033.